Manufacturer narrative:
The download data shows the device was deactivated after first prime, prior to when the needle mechanism is intended to deploy. No timeouts or drive stalls were seen in the data. No damages or defects were found that would prevent the device from completing second prime and deploying the needle mechanism as expected. A crack was observed in the top housing. It is unknown how or when this crack occurred. No corrosion or evidence of fluid entering the device through this crack was observed.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula did not fully deploy. The pod was not worn and no adverse patient impact was reported.